Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-feb-2021. The most recent information was received on 09-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very painful periods') in a 45-year-old female patient who had essure (batch no. D46957) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2020, the patient experienced dysmenorrhoea (seriousness criterion medically significant), menorrhagia ("very hemorrhagic periods"), headache ("headache"), pain in extremity ("pain in the arms"), insomnia ("insomnia"), fatigue ("fatigue") and depressed mood ("loss of morale"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, menorrhagia, headache, pain in extremity and insomnia had resolved and the fatigue and depressed mood had not resolved. The reporter provided no causality assessment for depressed mood, dysmenorrhoea, fatigue, headache, insomnia, menorrhagia and pain in extremity with essure. Lot number: d46957, manufacturing date: 2015/01/15, expiration date: 2018/01/28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('very painful periods') in a (B)(6) year old female patient who had essure (batch no. D46957) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2020, the patient experienced dysmenorrhoea (seriousness criterion medically significant), headache ("headache"), pain in extremity ("pain in the arms"), dysfunctional uterine bleeding ("hemorrhagic periods"), insomnia ("insomnia"), fatigue ("fatigue") and depressed mood ("loss of morale"). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, headache, pain in extremity, dysfunctional uterine bleeding and insomnia had resolved and the fatigue and depressed mood had not resolved. The reporter provided no causality assessment for depressed mood, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, insomnia and pain in extremity with essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.